Event description:
Procedure: lung resection. According to the reporter: while firing fifth or sixth load, the instrument made a strange noise and tissue slipped from the jaws. Staples did not form properly. Tissue was resected with a new device. Patient status reported as ok. No other patient information is available.